Manufacturer narrative:
The investigation of kit lot 01014z did not find any product problem. (B)(4).

Manufacturer narrative:
The investigation is on going and a supplemental report will be submitted on completion of investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from us alleged 1 patient sample generated discrepant result on the cobas liat system. Sample 1 generated a positive result for flu a on the cobas liat system. The same sample was retested on a different liat system, which generated a negative result for flu a. The sample was recollected and tested on a genexpert, which generated a negative result for flu a. The negative result were reported out to the patient and there was no harm indicated.